Event description:
It was noted on (B)(6) 2013 that the patient was seen in hospital suffering from diaphragmatic stimulation. Different lead configurations were tested in order to overcome this, but to no avail unfortunately. Although lv threshold was very low at around 0.sv at 1.sms, the patient was getting diaphragmatic stimulation even at these low amplitudes. The patient will be referred for another lv revision possible. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).